Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup operation mode. No further information was provided.

Event description:
New information received indicates that the patient underwent to a magnetic resonance imaging (MRI) procedure after enabling MRI mode. Later it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made, and the ICD was restored. There were no patient consequences.